Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The device recovered, but it usually took a few attempts. The door fell off or failed as soon as it popped open. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) identified that tower door 4 was continuously failing during access and could be temporarily recovered before failing again; replaced the tower door 4 latch assembly with the new style latch and tested the door using the hardware test application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.